Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. Customer stated the pump screen is going up thru numbers not sure it's doing. Customer was in the car accident was driving but her blood glucose was 89 mg/dl. Customer was t boned from behind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a partially broken reservoir tube lip, a missing end cap sticker and minor scratches on the lcd window.